Event description:
Per the article received from south korea "pathology-independent expansion of indications for rapid-deployment aortic valve replacement: midterm outcomes" the following event was identified as pertaining to an edwards intuity elite valve: five (5) patients underwent permanent pacemaker implantations (ppi) during postoperative hospitalization.

Manufacturer narrative:
H11: additional manufacturer narrative: this is one of three manufacturer reports being submitted to this article. The date of the event is unknown; however, according to the article, patients underwent aortic valve procedures from june 2016 to june 2023. Thus, the first day of the reported period (01 of june 2016) was used as the occurrence date. The subject devices were not available for evaluation as they remained implanted. Attempts have been made to obtain additional information. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Article citation: bae sy, kim kh, sohn sh, kang y, kim js, choi jw. Pathology-independent expansion of indications for rapid-deployment aortic valve replacement: midterm outcomes. Thorac cardiovasc surg. Published online january 21, 2025. Doi:10.1055/s-0044-1790240. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional/corrected information. H6: type of investigation, investigation findings and investigation result. H11: additional manufacturer narrative. Heart block, also known as av block, is when the electrical signal that controls the heartbeat is partially or completely blocked. This makes the heart beat slowly or skip beats hinders the ability for the heart to pump blood effectively. Symptoms include dizziness, syncope, tiredness and shortness of breath. Pacemaker implantation is a common treatment. The reason for postoperative av block after surgical valve replacement is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. In addition, heart block can result from mechanical pressure from the device sewing ring against the conductive system. The close anatomical relationship between the valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic valve procedures. Therefore, the likely cause is procedural/patient factors. There is no allegation of a malfunction which could be related to a manufacturing non-conformance; therefore, the event is likely related to patient or procedural factors.